Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
It was reported that the inspiratory time couldn't be adjusted when the ventilator was used in pressure control with automode activated and the trigger setting was set to off. The pt's blood gases were slightly deteriorating after 30 mins of ventilation. It was noticed that the inspiratory time was only 0.1 second and the pt was disconnected from the ventilator and hand ventilated. The automode is a feature where two consecutive triggering efforts from the pt will shift the ventilator status from a control mode to a support mode.